Manufacturer narrative:
(B)(4). Baxter medical assessment: although the particle of rubber was identified prior to product use, the size of the particle is unknown and therefore could have been included in the thrombin component used for rehydrating the gelatin matrix. In this instance, the particulate could have caused a foreign body reaction or inflammatory response. (B)(4). A follow-up will be sent upon sample evaluation.

Event description:
The customer reported that they found a piece of the rubber from the calcium vial in the thrombin vial. The process step is during reconstitution, prior to product use, therefore there is no patient involvement.